Event description:
Information rec'd via fax requesting that we investigate a report of corneal erosion reported by a pt. The pt reported using lenses from a new box of acuvue 2 lenses in 2006. The pt reported irritation following "a couple hours" of wear. The pt reported using the lenses in question from 7:30 am until 6:30 pm. The pt reported "the following day I could hardly open my eye, I was in extreme pain and it felt as though I had something in my eye as it was streaming and swollen." The pt went to an emergency room and saw an ophthalmologist. The pt was found to have circular erosion of the cornea. The pt said the ophthalmologist said the lens had caused the erosion. The pt was contacted and provided a copy of the medical record. The record stated the pt had a "perfect erosion ring around pupil." The pt was contacted for follow up on 10/13/2006 and reported that the erosion had resolved and the pt had been released to resume lens wear. Vistakon rec'd a letter from the pt's attorney. The letter from the attorney provided no addtional information. This issue is being reported as an MDR due to the litigation. DHR: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed.